Manufacturer narrative:
Although the initial MDR was submitted for suction loss during the procedure while laser was firing with an intralase patient interface (pi); through a follow up, it was learned that the event occurred prior to the laser being fired, which is considered to be lack of suction. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss occurred during the procedure while laser was firing with an intralase patient interface (pi). There was no patient injury reported. Patient was applanated and the procedure was completed successfully after switching out the pi.